Event description:
It was reported to tyco healthcare / kendall that a customer had a problem with a insulin syringe. The customer stated that one of the nurses received a contaminated neelestick when the safety shield failed in use and became detached from the syringe.

Manufacturer narrative:
Per the customer, a sample will not be returned for evaluation. An investigation is currently underway; upon completion, the results will be forwarded.